Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient stated that there was green dye coming from the controller cables. The reason was unknown for the cables being found in that condition. The patient had manipulated the layers covering the conductors within the cables. No alarms were verbalized. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress on the power cables of the returned controller ((B)(6)) was confirmed via product testing. The returned system controller was tested and did not pass preliminary testing, as extensive verdigris was observed on the power cables. Due to the observed fluid ingress, the power cables were replaced and testing continued. The controller operated as intended without issue. Fluid ingress penetrated down to the internal electrical wiring. Log files were downloaded, and the controller appeared to operate as intended while connected to a mock loop. A root cause for the fluid ingress was unable to be conclusively determined via this investigation. The investigation also noted wire fatigue on the orange wiring, and both power cable strain reliefs were damaged. The device history record for the system controller (serial number (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users on how to respond to alarms that sound from their controller. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction: h6- investigation codes updated. No further information was provided. The manufacturer is closing the file on this event.